Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver an unspecified antibiotic and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported the device powered off by itself without sounding an audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of critical therapy. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.